Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/04/2017 with the following findings: a review of the pump¿s black box and alarm history showed a call service 069 alarm, which is written in the pump's black box as cs87. During investigation, a hard cs 69 alarm was reproduced during the rewind step. The cs 069 failure is defined as a language file corruption while retrieving the language text. The language corruption issue causing the cs69 alarm was found to be due to a malfunction in the u39 flash chip, a component on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; cs087. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.